Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and chronic renal failure. The customer had been experiencing high blood glucose levels over 400 mg/dl for (B)(6). The blood glucose reading at the time of the hospitalization was 98 mg/dl. The caller asked for assistance in reviewing the customer's basal settings. The caller did not want to troubleshoot at this time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.